Event description:
It was reported that post av node ablation, the right ventricular lead impedance was increasing. During the laser extraction, the left ventricular (lv) lead dislodged and could not be advanced back into position. During the lv lead's extraction, the right atrial lead also dislodged and the insulation was damaged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.